Event description:
The guidewire wuold not fit the extractor. This event did not occur during the surgical procedure; therefore, there was no adverse consequence for any pt.

Manufacturer narrative:
The results of the manufacturer's evaluation suggest that the event is attributed to the functional design of the extractor device. Corrective action has long been implemented to prevent similar events.